Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a blank display. The customer's blood glucose at the time of the incident was unknown. The customer had a blood glucose of 98 mg/dl in the morning. The customer reported the screen went blank after beeping for low battery alert. The customer tried multiple batteries but the screen would not return. After one battery change they received a pump alarm for unexpected restart, a cold reset was performed. The customer also reported damage to the display as they had dropped the insulin pump 2 or 3 months ago. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no blank display anomaly noted during test. Device received with cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.